Manufacturer narrative:
Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, reservoir tube lip completely broken off and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the rim around the reservoir compartment was missing. Crack around the battery compartment. Customer's blood glucose was 8.5 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.